Event description:
It was reported that the patient experienced a loss of therapeutic effect, pain at night and his hand was numb following the use of a transcutaneous electrical nerve stimulator (tens) over his neck, near his cervical implant. The patient was going to stop using the tens unit near his implant. The patient outcome was not reported. Additional information has been requested, but was not available at the time of this report.

Event description:
Follow up information received from the patient indicated that they had no concerns with their device and/or therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3986a. Lot #: n268176, implanted: (B)(6) 2012, explanted: na; lead model: 3987a, lot #: n105368, implanted: (B)(6) 2007, explanted: na; lead model: 3987a, lot #: n0037617, implanted: (B)(6) 2007, explanted: na; extension model: 3708240, serial #: (B)(4), implanted: (B)(6) 2007, explanted: na; extension model: 3708360, serial #: (B)(4), implanted: (B)(6) 2012, explanted: na; programmer model: 37744, serial #: (B)(4); right side system: lead model: 39565-65, lot #: v538659032, implanted: (B)(6) 2010, explanted: na; programmer model: 37743, serial #: (B)(4); recharger model: 37752, serial #: (B)(4).